Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving fentanyl [2000 mc g/ml] at an unknown dose and bupivacaine [30 mg/ml] at an unknown dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that a catheter revision was done on (B)(6) 2017. The catheter was completely explanted and replaced. It was related that the day of the surgery the manufacturer's representative was told by a consumer that a dye study was performed in the ¿pm¿ ( presumably pain management) office and they were unable to aspirate. The date of the event was reported as (B)(6) 2017. It was stated that no further details were provided. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue that the manufacturer's representative had been made aware of. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred). The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient¿s weight was (B)(6) lbs. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.